Event description:
During yearly inspection, physio-control observed that the device delivered 344j into the test equipment for the 360j setting. The device failed several manual calibration attempts and logged a fault code in the memory. There was no pt involvement with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported issue. The test mock-up device defibrillated and calibrated properly.